Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 16-jun-2015, an fse conducted follow-up with the customer to address the reported event. Fse performed troubleshooting with the customer and found that the sample height detector was broken. It was replaced and aligned. Then he ran a cup with 2 tests as well as a tube with 2 tests. The analyzer worked properly. S/w version 1.33. The most probable cause of the reported event was due to a defective sample height detector.

Event description:
On (B)(6) 2015, a customer reported error 2013 sample level errors with their aia-360 analyzer. The customer is unable to run afp patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting afp patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.